Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the lead the patient was initially implanted with was too large and pushing on their spinal cord causing pain in their stomach. The patient was having trouble breathing and was sweating like crazy so they were rushed back to the hospital 2 days after implant where they stayed for 5 days. The lead was replaced with a smaller model. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.